Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was unavailable. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was learned from implant patient registry that an 8300ab 23mm aortic valve was explanted at implant and replaced with an 8300ab 21mm valve. Per medical records, the 23mm 8300ab aortic valve was explanted at implant due to migration of the valve into the aorta with impingement upon left main coronary artery. Per medical records, the native aortic valve was bicuspid, sievers type 1. The leaflets excised and annulus debrided, and all debris evacuated. The annulus was sized and a 23mm intuity pericardial valve sizer fit appropriately. The 23mm 8300ab pericardial valve was implanted and found to be well seated in the supa-annular position with the subvalvular skirt intra-annular. The right and left main coronary ostia were inspected and found to be from obstruction. Cardiopulmonary bypass was discontinued, the patient decannulated, and the wounds were in process of closure when the patient developed refractory hypotension that was not recoverable. CPR was performed and conversion to emergency sternotomy with central cannulation for cardiopulmonary bypass was performed. Attempt to deliver direct coronary ostial cardioplegia was difficult due to the valve migration into the aorta with impingement upon the left main. In order to avoid impingement, the valve was downsized to a 21mm intuity pericardial valve sizer fit appropriately. The 21mm 8300ab aortic valve was implanted. Tee showed a properly functioning bioprosthetic aortic valve. The patient was transferred to ICU intubated and hemodynamically stable. Patient post-operatively developed some encephalopathy confusion and atrial fibrillation. Patient was discharged in stable condition on post-operative day eight (8).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patients anatomy, and not a malfunction of the device. The most likely cause is patient and/or procedural factors, including, while closing the thoracotomy incision, the patient developed refractory hypotension, and CPR was initiated with emergency sternotomy and central re-cannulation.